Manufacturer narrative:
A ge rep evaluated the sys and reseated and tightened a connector. The sys operates as intended.

Event description:
It was reported that there was a stator not on error message. This error may cause the sys to shut down un-commanded. There is no report of injury or death associated with the event described in this complaint.